Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) level (value not provided) when the pump supplies were in use for 4 days with novolog insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Correction boluses via the pump were delivered to address bg. The customer was instructed to consult with healthcare provider regarding bg level.